Manufacturer narrative:
A dispatched dräger technician was not able to reproduce the described problem during on-site follow-up. The complete peep valve assembly has been replaced as a precaution. All parts have been installed into a laboratory device and the unit was subject to a 100 hours endurance run under use of several different settings but without being able to duplicate the reported scenario. If the ventilation monitoring subsystem of the fabius does not sense a valid breath for a certain period apnea alarms will be generated. If this would be related to a technical malfunction i.e. Caused by ventilator problem this would produce an error entry in the log but no such record can be found in the logs for the respective date of event. Despite the evaluation of the replaced parts resulted in no findings the root cause is likely related to the peep valve. The parts have been disassembled during replacement and reassembled into the laboratory device for the purpose of testing. It is unlikely that exactly the conditions at the time of event could be duplicated. The installation of a new peep valve has obviously solved the issue; the device is in further use without exhibiting problems again. There was no detail in the report suggesting that the patient's temporary desaturation resulted in any adverse health effects.

Event description:
Please refer to initial MFR. Report #9611500-2016-00309.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, when the doctor tried to switch the machine from man/spont to automatic ventilation, the machine would not build positive pressure. The patient reportedly started to turn blue. The machine was swapped out and there was no patient injury reported.